Manufacturer narrative:
Other relevant device(s) are product ID: 3889-28, lot# va1kv6n, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that where the lead was inserted (not the ins site, above the ins site) there was a knot and it was swollen and hurt. The patient stated they started feeling pain and their back was sore around the area. The patient stated they hoped they didn¿t have an infection and they didn¿t know why this was happening. The patient noted they had not had any falls or trauma. The patient had turned their ins off and the issue persisted. The patient was out of the country but had contacted their healthcare provider and were waiting to hear back and wanted healthcare provider listings near them. Additional information was received on 2019-05-09. Patient stated that the soreness was due to a abscess by the site on of the incision site and their health care provided decided to cut off the abscess. They also stated that the issue was resolved. No further complications were noted or anticipated .